Event description:
Additional information was received that the patient's ipg was explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient did not have therapy after not charging their ipg. This was confirmed by a manufacturer representative and the ipg was deemed inoperable. Surgical intervention is planned to address this issue.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.